Manufacturer narrative:
Samples were received for this investigation. Return material showed report of defect. No DHR review was developed for material 394501 since no lot number was available. This material is produced by assembly machine ka57. The incident reported is molding related. Bd was able to duplicate or confirm the customers indicated failure mode. Sample evaluation was completed and the issue reported by customer is a known defect; however, based on investigation developed there is no indication that our assembly process could cause such a defect to the involved component. Process (B)(4) was reviewed and there are proper controls in place to detect product malfunctions. Root cause description complaint for further molding investigation. No CAPA is required at this time.

Manufacturer narrative:
No lot # provided. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd connecta" stopcock was found leaking before use. No report of injury or medical intervention was reported.